Event description:
It was reported by the rep that the (1) cs6s was used during a gastric bypass procedure. It was reported that the instrument would not coagulate tissue. The device could be felt vibrating, but it did not produce coagulation at the usual setting. A new cs6s was hooked up and worked properly. The case was completed without incident.